Event description:
The customer stated the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos was reset and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.